Event description:
It was reported the customer received a lost sensor alert. It was also found the customer received a failed selftest alarm. Customer's blood glucose was 150 mg/dl. The customer also stated the alarm did not occur during the rewind/prime sequence. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.